Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The home patient (hp) sated the hc alarmed se 2240 in dwell 3 of 5. The hp stated the supply bag became disconnected from the setup. The hp power cycled the hc. The hc alarmed se 2367. The baxter technical service representative (tsr) had the hp power cycle the hc. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The tsr advised the hp to inform the registered nurse (rn) of the se 2240 alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. However, the root cause was not able to be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.